Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. All buttons were tested while navigating the menus and they all worked properly. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, the sleep current measurement, active current measurement test, self test and displacement test. Unit tested successfully. The thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. During the adapt history download, a no delivery alarm was noted on 01/19/2025 at 13:09:27.000. In addition, two failed batt alerts were also noted on 01/19/2025 at 21:32:21.000 and at 21:33:33.000. However, no relevant alarms were noted during testing of unit. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, moisture damage was noted on electronic assembly during visual inspection. Unit was received with the following cosmetic damages: scratched case, battery tube threads - cracked, label damage (faded), cracked case (battery tube), cracked case on battery side, cracked keypad overlay at select button and cracked belt clip rails. In conclusion, customer concerns of failed batt test, no delivery/occlusion alarm and keypad anomalies were not confirmed during testing. Unit powered up properly after battery installation. Unit was tested successfully and no battery related anomalies noted. However, moisture damage was noted on electronic assembly during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, no delivery/occlusion alarm, keypad/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-399a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue to use the device. No product return is required for mmt-1880l. No product return is required for mmt-399a. No product return is required for mmt-332a.